Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cs300 intra-aortic balloon pump (iabp) generated an unable to calibrate optical sensor message. The customer switched out the iabp but the same issue occurred. They have re-zeroed multiple times and have removed and reconnected the fiber optic (fo) cable. The patient was very stable based upon two other arterial line waveforms on the bedside monitor. Those blood pressures (bp) were in the 120s. The arterial line tracing on the iabp was clean and clear. A facetime call was made to see the screen and assist further. The arterial line on the iabp was clean with distinct systole and augmentation waveforms. Once again, the customer attempted to calibrate but the unable to calibrate message remained. At this point, the getinge representative advised them to remove the fo cable and attempt to transduce one of the arterial lines to the iabp. The customer was walked through the steps to do this, but each waveform was very dampened and they were unable to zero. They tried both the iab central lumen, and a side port on a sheath in the opposite groin. Both waveforms were poor, although they were clean and crisp on the bedside. It was suggested that the cables for the iabp were incorrect, but the customer stated that they were with the iabps. It was suggested to try another iabp if available to rule out a possible iabp issue. A cardiosave was then connected and it also displayed an unable to calibrate message and they were unable to receive or zero the alternate arterial line sites. They reconnected the fo cable. It continued to provide a clean and textbook waveform but would not calibrate. The call was then concluded. Upon call back several minutes later, the staff had spoken to the physician and he was fine with leaving the iabp as it was and did not want to replace the iab. It was stated that they are also considering extracorporeal-membrane oxygenation (ECMO( and the iab may be removed at that point. Follow up the next day revealed that the patient was cannulated for ECMO and transferred to another facility at 1am. The iab was left in the patient. There was no patient harm or adverse event reported.